Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this implantable cardioverter defibrillator (ICD). Technical services (ts) observed far-field signals that were being oversensed by the device. The hcp indicated that a recent ablation procedure may have affected the r-wave amplitude, potentially causing it to appear on the atrial channel. Ts recommended further evaluation and adjustment of the device sensitivity. No adverse patient effects were reported. This ICD remains in service.